Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient turned off their implant for an unrelated knee replacement. When the patient turned the implant back on, they lost their ability to speak and they checked the patient programmer and it showed the ins was off. The patient currently had a lot of dyskinesia. They want the manufacturer representative (rep) to check the device. No further complications were reported as a result of this event.